Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic with several inappropriate auto mode switch (ams) episodes. Atrial and ventricular activity initially were thought to be dissociated but upon review did not appear to coincide. Far r wave oversensing was also noted on the atrial channel. The patient had previously been brought in for programming changes but the episodes were still visible post programming. Further programming changes were to be made at a later date. The patient was to be monitored and was stable.